Manufacturer narrative:
The device was not returned to zoll medical corporation, but the clinical file was returned to conduct an investigation. Review of the provided clinical data file determined that the ECG rhythm does match the criteria the algorithm has for shockable rhythms. The shock advised prompt was due to an irregularity caused by two qrs complexes occurring in close proximity to each other followed by a delay that resulted in high qrs interval variability. High qrs interval variability caused the low level condition to be met which the algorithm determined to be shockable. It was concluded by review of the device log that the device worked within the limitations of the technology available. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while analyzing the heart rhythm of a (B)(6) female patient, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.